Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 202 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.